Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies found.

Event description:
It was reported that two days after implant the atrial lead lost sensing and pacing. The physician suspected a setcrew or connector problem. The lead was not found faulty, so the device was explanted and replaced. No patient complications have been reported as a result of this event.